Event description:
Consumer claims the thermometer is always measures values around 34deg c and 35deg c. The device was tested on different people within different part of their bodies (ear, forehead and armpit), but no change was noted. The unit is being retrieve from the consumer and will be sent over to the manufacturer for evaluation. These devices are designed according to relevant safety standards and passed all compliance tests.